Manufacturer narrative:
The investigation into the access site bleeding - major has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding - major issue was not determined since product was not returned and insufficient clinical details were provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient experienced bleeding at the impella access site and received blood products to address the issue. The impella cp was explanted to address the issue. No patient harm was reported .